Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for analysis. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that worsening pneumo and chest tube breakage occurred. A 14f vansonnenberg(tm) sump drain was placed. Two days later, the patient's chest x-ray showed worsening pneumo despite chest tube placement. The physician noted a separation of the catheter from the hub and was only being held together by the string. The device exchange went with "some" discomfort to the patient. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that worsening pneumo and chest tube breakage occurred. A 14f vansonnenberg sump drain was placed. Two days later, the patient's chest xray showed worsening pneumo despite chest tube placement. The physician noted a separation of the catheter from the hub and was only being held together by the string. The device exchange went with "some" discomfort to the patient. No further patient complications were reported.